Event description:
It was reported that prior to starting a da vinci single-site surgical procedure, while using the single-site 5 x 300 mm curved cannula, the site observed that the top part of the cannula was spinning. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the cannula was relatively misaligned when placed next to a functional cannula. A minimal force was applied to the cannula, and the tube did not rotate with respect to the bowl. The cannula was subsequently clamped down and force was applied and measured using force gauge. The force needed to cause the tube to rotate with respect to the bowl was approximately 13 pounds of force. There was no other damage found.